Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an elective replacement indicator (eri) message. The patient plans to undergo surgical intervention to replace the ipg.

Event description:
Follow up information received that the patient underwent surgical intervention on (B)(6) 2019. The ipg was replaced and effective therapy was restored post operation.